Event description:
Boston scientific received information that during a routine follow-up appointment, the patient noted having dizziness of several occasions. The device memory noted many non-sustained and two diverted episodes due to noise oversensing. The noise was easily reproduced with deep breaths, valsalva and coughing. As no configuration of the right ventricular (rv) lead would capture, a fluoroscopy was performed which revealed the lead was dislodged and in the atrium. The lead was reprogrammed until a revision procedure could be performed. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.